Manufacturer narrative:
For information that was inadvertently left out of the initial report. Please also see update to h6. Clv-190 instruction manual contains the following information, which may prevent phenomenon: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming that eh condition of the patient was not impacted by the failure. The procedures being performed were egds and colonoscopies. The procedure was able to be completed. It is unknown if the procedure was completed with the same or another device. The procedure was potentially prolonged for a few minutes due to decreased insufflation. The patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. There were no other devices connected to the subject device when the failure occurred. The customer went on to confirm the event date as (B)(6)2023. The customer also confirmed two events. Please see report with patient identifier (B)(6) for the related event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The seal at the bottom was going bad and causing a leak to occur. Additionally, as noted, this failure was also causing the front panel display to flash intermittently. Other findings include rust on the unit, outdated switch, and poorly installed non-olympus light lamp. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii video system center because the seal on the bottom processor tower where the scope plugs in is wearing out and causing a leak during the procedure. There was no patient harm reported as a result of this event. During the device evaluation, it was confirmed that the locking mechanism and scope detections slide were failing and caused the front panel display to flash intermittently. This report is being submitted to capture the intermittent flashing display found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the locking mechanism and scope detection slide being non-functional could not be identified. However, it's likely the cause is related to a faulty scope socket. Olympus will continue to monitor field performance for this device.